Event description:
I used fixodent and poligrip from approx from 2007 to present. I began experience weakness and numbness in my left arm and left hand. It feels like pins are sticking me. Also, the same feeling in my left leg. Blood tests were taken at that time and it showed I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and required continual medical care and treatment. Dose or amount: denture cream, denture cream. Frequency: 2x's a day. Route: oral. Dates of use: 2007 to present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced?: no.